Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed selftest. However, unit received with high sleep and active currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. However, in further full review in the pump history found unexpected low battery alarms on (B)(6) 2025 17:11:00, (B)(6) 2025 07:39:00, and on (B)(6) 2025 06:04:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep and active current measurements passed. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Customer alleged for unexpected low battery alert, confirmed in the pump history and pump received with a high sleep and active current measurements, problem isolated to the [pcba 1 board]. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump holds battery for 4 days only. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and pump alarmed 'replace battery 'or 'replace battery now'. New battery did not resolve issue. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the device. Customer response was the device will be returned.